Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported problem was failure of the sdi driver ic on the dx board due to excessive static electricity at the sdi output terminal during the period from unpacking to installation of the product.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty dx board.

Event description:
Olympus was informed of a report that the hd sdi ports were not functioning and no image was produced. The reported problem occurred during installation and no patient involvement was reported to olympus.